Event description:
Initial report: this non-serious spontaneous case was reported by a consumer to our local affiliate. This case involves a female, patient, who received 12 to 14 injections on each side of her cheek of poly-l-lactic acid (sculptra) therapy in 2009. Additional treatment details were not specified. Relevant medical history was reported as chronic fatigue syndrome. Concomitant medications include food supplements. Since the evening of same day, the patient has been experiencing strong malaise and a general aggravation of her chronic fatigue syndrome, more specified as dead tiredness, hormonal imbalance, lying in bed constantly, flu-like pains, headache, and pain (nos). The patient reported that the first two days after the injections she was completely bedridden. The patient reported that she did not experience fainting. The events have improved a bit, but are still ongoing at the time of reporting. Poly-l-lactic acid therapy has not been readministered.